Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited nonphysiologic sensing via electrogram (egm). The rv lead remains in use, and the will be monitored. No patient complications have been reported as a result of this event.